Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 389045, lot# v057663, implanted: (B)(6) 2007, product type: lead. Product ID: 389045, lot# v057663, implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. (B)(4).

Event description:
It was reported that years prior the patient had a problem with the device but it was taken care of. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.